Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the trigger of the device was sticking, causing the device to continue to run after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the trigger of the device was sticking, causing the device to continue to run after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event of a sticking trigger was duplicated. A service technician evaluated the device and found that the forward trigger would catch and cause run-on due to corrosion inside of the handle. The device was repaired and returned to the customer.